Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned to the manufacturer but evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump exchange occurred on (B)(6) 2015 due to suspected thrombus. It was reported that the patient had presented with elevated lactate dehydrogenase levels and hemoglobin urea. The patient's inr was greater than 2. Ramp study results were reported to be unrevealing. The patient was treated with aspirin, dipyridamole, bivalrudin, and heparin. It was reported that the patient did not have any relevant clinical history to this event. No further information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis and hemolysis was confirmed based on the evaluation of the returned lvad. Upon disassembly of the pump, a thrombus formation was found adhered around the inlet bearing ball and cup, obstructing approximately 10-20 percent of the blood flow path. The thrombus ring showed evidence of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing ball and cup over an undetermined amount of time while the pump was operating. A small thrombus formation was also observed on the body of the rotor in one of the rotor vanes, partially occluding the blood flow path. The thrombus revealed areas of denaturation, indicating that it was present in the pump while it was operating. However, a duration of time for which it was present in the pump cannot be determined. In addition, the non-laminated structure of the thrombus suggests that it did not originate on the rotor and developed in another location. Although it could not be conclusively determined, the thrombus showed a structure and texture similar to the inlet bearing thrombus, indicating it potentially originated in that location. In addition, examination of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and lodged between all three stator blades, occluding the majority of the blood flow path through the outlet stator. The thrombus lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation on the thrombus as well as the contact marks present on the outlet portion of the rotor and the outlet bearing cup indicate that it was present in the pump while it was operating. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.